Manufacturer narrative:
Correction: g3: date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 2024-07-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, when reload was loaded, a off label mark appeared on the display and an error sound was heard. The screen showed the excessive load graphic. The reload was reloaded several times, but the same situation occurred, so the power handle, clamshell, and adapter were replaced with another ones and loaded the reload that was taken out and was able to fire normally. However, the relevant power stapler set that was dirty was collected and checked it with the demo material and found that it operated and fired without any problems. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3j1852y sigphandle - sig power sigphandle handle, serial# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.